Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was reported that the patient's implantable cardiac defibrillator was in backup vvi mode. Device download was performed successfully. The patient suffered no adverse consequences and was stable.